Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm as well as failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. Assisted with performing a self test and self test was pump error occurred three times. Customer states that they experienced high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. Hardware low level failures error alarms are confirmed in device history file due to a broken trace at keypad assembly.